Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was getting reprogrammed. An impedance test showed that electrodes eight through fifteen were greater than 10,000 ohms and were unusable. It was attempted to use just electrodes one through 7 for reprogramming, yielding bilateral hip and knee coverage, but was not high enough in the lower back. The action plan for the patient was not determined and the rep would follow up for more information after the patient's appointment on (B)(4) 2015. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the hcp via a manufacturer representative on 2017-dec-12 reporting that the open circuit remains but the patient was reprogrammed around the open circuit. Therapy continues without use of those electrodes. It was noted that there was no change in patient status at this time. No further complications were reported.